Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The aneurysm was at the left middle cerebral artery bifurcation. There was a 10-minute procedural delay due to the event. The delay was not clinically significant. Complaint conclusion: as reported by the field, during a stent assist coil embolization, the physician encountered some resistance when delivering an enterprise2 4mmx23mm intracranial stent. The user started to release the stent after the prowler select plus 150/5cm microcatheter (606s255x, 30930689) was placed in the target position. However, the stent was unable to open. The physician retracted the microcatheter (mc) with the enterprise2 together and observed that the microcatheter was kinked/bent significantly. The stent was impeded in the bending position and was also kinked/bent. The physician switched to new devices to complete the surgery. There was no patient injury reported. The patient¿s vessel was tortuous. Additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The aneurysm was at the left middle cerebral artery bifurcation. There was a 10-minute procedural delay due to the event. The delay was not clinically significant. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Resistance/friction with the delivery wire, kinked/bent stent and incomplete stent expansion are known potential procedural complications associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, the physician encountered some resistance when delivering an enterprise2 4mmx23mm intracranial stent. The user started to release the stent after the prowler select plus 150/5cm microcatheter (606s255x, 30930689) was placed in the target position. However, the stent was unable to open. The physician retracted the microcatheter (mc) with the enterprise2 together and observed that the microcatheter was kinked/bent significantly. The stent was impeded in the bending position and was also kinked/bent. The physician switched to new devices to complete the surgery. There was no patient injury reported. The patient¿s vessel was tortuous.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00184.